Event description:
It was reported that a caregiver received a pairing failed alert when attempting to connect an fsl3+ sensor to the ilet pump, with repeated scans unable to establish pairing; the user planned to apply a new sensor and use bg run mode in the interim, which aligns with an intermittent communication failure involving the device¿s electrical/magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, traced to components within the electrical/magnetic domain and specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.